Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient reported his stomach felt really full and was extended: drain 0: 273 ml fill 1: 2499 ml drain 1: 2264 ml fill 2: 2499 ml drain 2: 2311 ml fill 3: 2507 ml drain 3: 4321 ml fill 4: 2002 ml drain 4: 4991 ml. The reported drain volume of 4991 ml was 200% over the expected drain volume which resulted in a reportable device malfunction. The patient's cycler was replaced and the patient did not require medical intervention or treatment as a result of the overfill. The pd patient's clinic registered nurse (rn) reported she felt the large drain was due to the patient's catheter not working properly. The pdrn stated that this was not a new issue for the patient. The pdrn stated that the clinic had been working on it and the patient was recently sent to have the catheter placement checked and was pending receipt of the report from the doctor. Per pdrn the patient was advised to perform a stat drain anytime he felt very full.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment was performed and completed on the cycler without any failures or problems noted. The cycler weighed fill volume values, the load cell value and verification were within tolerance. The system air leak, and the voltage check passed. There were no discrepancies encountered during the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.